Event description:
It was reported that during an unknown procedure, the tip of the device was locked and couldn't be opened. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.